Event description:
It was reported: "during the passage of the mandrel in the introducer, unusual sensation of friction. During the removal of the latter because unsatisfactory sensations, the mandrel remained blocked at the level of the introducer with risk of rupture. Obligation to remove the introducer at the same time as the mandrel. Secondary hematoma at the level of the puncture and impossibility to use the brachial vein due to hematoma formation. Risk of intravascular rupture and loss of chance for the patient." Additional information received (B)(6)2022: due to translation, please ask the customer what piece of the device they are referring to when they state, 'mandrel'. Flexible guide to catheterize the vein date of occurrence: (B)(6) 2022. Placement date: (B)(6) 2022.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ref(B)(4) showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficulty passing a guidewire through an introducer needle is inconclusive due to the state of the returned sample. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed many bends in the distal end of the guidewire. No breaks were found in the returned guidewire. A microscopic observation revealed no kinks and no major misalignment of the coiled wire in the returned guidewire. The weld tip of the guidewire was observed to be present and intact. A small amount of biological residue was observed on the returned guidewire. While the returned guidewire was found to be bent in multiple locations, there was insufficient evidence found on the returned sample to determine the root cause of the damage. Additionally, the introducer needle involved in the reported event was not returned for evaluation; therefore, this complaint is inconclusive at this time. Possible causes include damage during packaging, handling, and use and damaged and/or occluded introducer needle.

Event description:
It was reported: "during the passage of the mandrel in the introducer, unusual sensation of friction. During the removal of the latter because unsatisfactory sensations, the mandrel remained blocked at the level of the introducer with risk of rupture. Obligation to remove the introducer at the same time as the mandrel. Secondary hematoma at the level of the puncture and impossibility to use the brachial vein due to hematoma formation. Risk of intravascular rupture and loss of chance for the patient". Additional information received 05/12/2022: -due to translation, please ask the customer what piece of the device they are referring to when they state, 'mandrel'. Flexible guide to catheterize the vein. -date of occurrence: (B)(6) 2022. Placement date: (B)(6) 2022.